Event description:
Foty-five minutes after initiation of a 3ml/min red cell transfusion, the pt (diagnosed with aml) experienced a transfusion reaction, characterized by hypotension (from 150/100 mmhg to 50 mmhg systolic) and hypoxia (sp o2) =89.5%, dyspnea, incontinence, and unresponsiveness. Edema was present in both eyelids. Thirty-five (35) minutes after resuscitation with ringers lactate, hydrocortisone, and oxygen, bp rose to 104/70 and the pt recovered consciousness. Twenty-five (25) minutes later, bp had recovered to 114/70 mmhg, sp o2 was 99% and dyspnea was resolved. Within another 45 minutes bp reached 127/80, sp o2= 100%. No sequelae were noted at three days after the transfusion reaction. The reporter felt the red cells and/or bedside leukoreduction device may have contributed to this transfusion reaction.